Event description:
Additional information was received as clinic notes that state the patient plans to have the vns replaced. Surgery to replace the patient's generator has occurred. Diagnostics were reportedly performed at surgery that showed no issues. Attempts for the return of the explanted generator have been unsuccessful to date.

Event description:
It was reported that the patient was being referred for prophylactic vns replacement due to ifi=yes. Information was later received indicating the patient initially did not want to pursue replacement however she began to experience an increase in seizures. Last known diagnostics available to the manufacturer were taken on (B)(6) 2010. Follow-up with the physician found the patient was not experiencing an increase in seizures when seen at an office visit on (B)(6) 2012 however called the site on (B)(6) 2012 and indicated her complex partial seizures had increased from 3-4 per month to daily. The patient was noted as "still not well controlled with vns and multiple aeds." The patient was being compliant with medications in a note dated (B)(6) 2012. The patient reportedly had a seizure that lasted 2 hours on (B)(6) 2012 however it was not indicated if this is unusual seizure behavior for the patient. No medication or programming changes were believed to have caused or contributed to the increased seizures. The relationship of the increased seizure frequency to the pre-vns baseline is unknown as the site was not treating the patient at the time of the initial vns implant. The patient was reportedly prescribed ativan as needed until surgery to replace the vns generator has occurred. Surgery to replace the patient's vns generator is likely.

Event description:
Product analysis was completed and approved on (B)(6) 2013. Visual examination, performed at the product analysis test bench, showed tool marks on the pulse generator case. These tool marks are most likely associated with manipulation of the device during the explant procedure as the observed markings are consistent with devices typically used in a surgical procedure (forceps, etc.). Burn marks were also observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electrocautery tool. The septa were not cored. No other surface abnormalities (such as sharp edges, header delamination, open pockets, decomposition, corrosion or voids) were noted on this device. The pulse generator was opened. A visual assessment on the pcb, performed at the product analysis test bench, revealed no visual anomalies. Review of the data indicated that the pulse disabled byte was set to a value that does represent a vbat eos threshold condition. A reset of the pulse disable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. The pulse generator was explanted/returned due to 'prophylactic replacement.' Although the reported allegation of 'increased seizures' could not be evaluated in the laboratory setting, proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The bench interrogation/diagnostic tests showed that the nearing end-of-service indictor (neos) was set to yes. The data in the "diagaccum" consumed memory locations revealed that 106.276% of the battery had been consumed. The battery voltage value stored within the generator (2.106 volts reported during fet (measured diagvbat)) suggests an n eos condition. With the pulse generator case removed and the battery still attached to the pcb, the battery measured 2.093 volts, verifying an n eos condition. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications, except for capacitor c4 out of specification, which is not expected to have an adverse effect on battery longevity. The cause for the out of specification capacitor c4 value (v cpu) is likely associated with component aging. Other than the noted errors, there were no performance or any other type of adverse conditions found with the pulse generator. No other information was provided.

Event description:
The patient's explanted generator was returned on (B)(4) 2012 and is pending product analysis. The returned product form indicated the device was explanted due to both end of service (eri=yes) and prophylactic reasons.